Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged bezel. Lvp bezel post recall completed. Replaced corroded rear case. Corroded cable corroded mtr control bd. Corroded logic bd. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/24/2017 to present date 11/06/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was damaged from the inside. There was no patient involvement.